Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trends. Upon review, the rv lead pacing impedance measurements were confirmed by ts to be trending downward to currently measure less than 200 ohms for the past few months. The presenting electrogram (egm) showed no stored noise episodes and showed device appearing to function normally. Ts provided programming optimization and recommended for continued monitoring. At this time, the rv lead remains in service. No adverse patient effects were reported.